Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a customer from USA: "message displayed "updating" infusion paused unable to continue infusion changed to a different pump. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Human harm: no. Death / serious injury: no."